Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 344, 294, 206, 229 and 182 mg/dl. Customer is also comparing results from the true metrix to another device (comparison results not provided). The customer¿s expected am fasting blood glucose test result range is 140-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/17/2026 and test strips were opened one month ago. The meter memory was reviewed for previous test result history (time not set, result 1 taken around 10 am, all other results taken between 9-9:30 am): result 1: 344 mg/dl, date: (B)(6), time: 4:12 am non-fasting. Result 2: 294 mg/dl, date: on (B)(6), time: 1:38 am fasting. Result 3: 206 mg/dl, date: on (B)(6), time: 1:36 am fasting. Result 4: 229 mg/dl, date: on (B)(6), time: 1:35 am fasting. Result 5: 182 mg/dl, date: on (B)(6), time: 1:41 am fasting.